Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A follow up call with a peritoneal dialysis (pd) patient¿s contact on an unrelated revealed the patient was diagnosed with peritonitis on (B)(6) 2017. Upon follow the patient¿s pd nurse stated the culture was performed which revealed a white blood cell (wbc) count of 2000 and growth of gram positive staphylococcus. The patient was initiated on antibiotic therapy with vancomycin 1.5 grams (g) and gentamycin 80 milliliter (ml). On (B)(6) 2017, a repeat pd effluent culture was perfumed which indicated the patient¿s wbc count has improved. The patient continued with vancomycin and gentamycin therapy for approximately 3 more weeks. The patient was not hospitalized for this event. The pd nurse reported that there was a possibility patient¿s peritonitis event may have been caused by touch contamination. The patient has recovered from this event and is continuing pd therapy.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
Clinical investigation: a clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the adverse event. Based on the provided information a temporal relationship exists between pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is also a temporal relationship between pd therapy using manual exchanges and this peritonitis event. At the time of this clinical investigation, there have been no reported allegations of a liberty cycler set malfunction that may have caused or contributed to the patient¿s peritonitis infection and there is no objective evidence contained to support a causal relationship. While the exact etiology of the peritonitis event is unknown; there is a strong possibility the patient¿s peritonitis event is associated with touch contamination during the pd procedure (manual exchange or cycler based). Should additional information become available this investigation will be reevaluated accordingly.